Event description:
This event happened outside of the u.s., in (B)(6). According to the received information, the patient developed an abscess in the left nasolabial fold after being injected in the nasolabial folds (both sides) with rha 3. After 15 days with daily drainages, the patient's condition has improved however she still complains about redness, swelling and hardening in the left nls. No further therapy have been prescribed to the patient because the abscess is present but in remission. The injector who reported this case was not the doctor who performed the injection, he was only the doctor who treated the adverse event. The injector who performed the injection also reported the case to teoxane and (B)(4) has been opened. No further therapy have been prescribed to the patient because the abscess is present but in remission.